Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonoscopy procedure on (B)(6), 2012. According the complainant, the indication for the stent placement was treatment for a stricture associated with a malignancy. The stricture was approximately 3-4cm in length and located in the sigmoid colon. The patient anatomy was not noted to be tortuous. During deployment, the white distal handle separated from the outer sheath when approximately 25% of the stent was deployed. The physician attempted to withdraw the outer sheath by hand to deploy the stent but was unsuccessful. The stent was able to be reconstrained and was removed from the patient. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath had been moved distally over the tip so that the outer sheath was located approximately 2mm proximal to the distal end of the tip. The outer sheath was kinked and accordioned at several locations along its length. The distal handle was detached from the outer sheath. In addition, the stainless steel shaft was detached at 2mm and approximately 20mm distal to the proximal handle. The stainless steel shaft was also kinked mid-shaft. During a functional evaluation, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner shaft was kinked at 12mm proximal to the distal tip. The outer sheath was unable to be moved distally or proximally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information failed to indicate a root cause or probable root cause. The most probable root cause is undeterminable.